Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
May 12, 2016 - updated the analysis results with a more complete analysis. The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This patient has told the clinic he feels there has been a significant decline in the quality of life since implantation. The patient's concerns have persisted over a period of time in spite of programming changes including atrial rate support as well as completely off. He was given the referral and discussions were had with the patient and spouse of the possibility of serious and possibly fatal complications that could occur. Currently this system remains implanted and this event will be updated should additional information be provided.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.